Event description:
It was reported by a nurse that it felt like it was taking the patient a "long time" to cool during device use. The patient was not adversley affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
The alleged issue of the patient cooling too slowly could have been a customer preference issue as the time elapsed in the auto max cooling mode was not listed and there were no defects alleged. This could not be confirmed, however. Device could not be identified.

Event description:
It was reported by a nurse that it felt like it was taking the patient a "long time" to cool during device use. The patient was not adversely affected and no clinically relevant delay in treatment was reported.